Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. It was also mentioned that the patient experienced inadequate pain relief. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2025. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: (B)(6). UDI: (B)(4).